Event description:
It was reported that while using the ilet system, the patient experienced repeated low glucose and urgent low soon alerts overnight following a hypoglycemic event after lunch that was treated with oral carbohydrates, after which glucose rose markedly and fluctuated; education was provided on hypoglycemia treatment and device use, including a soft reset, spacing meal announcements, and consistent meal timing. Symptoms included hypoglycemia with confusion or disorientation, tremors, and muscle weakness, followed by hyperglycemia without reported symptoms. Outcomes included an unexpected need for medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.